Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient had their ins replaced yesterday and that it only lasted for 1.5 years and their previous ins lasted for 4. The patient was not sure if the surgeon sent it back for analysis and was not sure if their settings were higher in this implant versus the previous ins. The patient was redirected to contact their doctor to discuss battery longevity. No further complications were reported/anticipated. Additional information was received from a healthcare professional (hcp). It was reported that the hcp was not certain what the cause of the ins lasting only 1.5 years was. It was noted that the ins was last set at #4, 2 sec. On 3 sec. Off, rate of 110 hz, pw 330, amp 10, and the impedance was 528 ohms ((B)(6) 2018). No further complications were reported/anticipated.